Event description:
Guidant received info from an attorney that the pt with this implantable cardiac resynchronization therapy defibrillator, (crt-d) expired in 2005, and that device involvement with the pt's death has been alleged. To date, no fault codes or other allegations have been received regarding the functionality of this device.

Manufacturer narrative:
In june, 2006, guidant notified physicians regarding contak renewal 3, contak renewal 4, renewal 3 and 4 avt and renewal rf devices that were susceptible to an internal component failure, a magnetic switch, which could become stuck in the closed position, which would result in both beeping tones and therapy inhibition. This device is included in this subset of devices. On may 12, 2006, guidant notified physicians regarding vitality he and contak renewal 3 and 4 devices. If these devices are implanted subpectorally with the serial number toward the ribs, repeated mechanical stress applied to a specific area of the case may induce component damage and device malfunction. This device is included in this group of devices, though guidant does not have specific info regarding the implant orientation. The device was reportedly buried with the pt, and will not be returned to guidant for analysis. Guidant does not have sufficient info to determine that this device behaved in the manner described in the advisories.